Manufacturer narrative:
A DHR review is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device was returned for evaluation. Visual and functional tests were performed. There was damage to the bottom case and the temperature module of the device. The reported problems were verified. The root cause of the reported issue was found to be defective liquid crystal display (lcd) and peripheral oxygen saturation(spo2) board. No information is provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the user cannot read the display fully on the device, possibly displaying error messages. No patient injury was reported.